Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alarm for high impedance of the right ventricular lead and lead fracture was questioned. Interrogation was performed and the impedance was found to have lowered. The lead was removed, replaced, and no patient complications have been reported as a result of this event.